Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold. Additional information received indicating that this lead was known to be non functional for some time. However, the patient was able to conduct one is to one conduction so the physician opted not to intervene. This right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.